Manufacturer narrative:
The catheter was returned in two portions. The first portion consists of the molded junction and approximately 2.1 mm of catheter extending from the nose of the junction. The second portion is loose catheter tubing that is approximately 14.0 cm in length and is damaged on the end, where the tip was broken away. Visual and microscopic examination of the first portion revealed jagged edges on the catheter tip where it had broken. Demonstrating stress. The second portion where it was broken away also had jagged edges, demonstrating stress. The remainder of the catheter is undamaged. Conclusion: based on the investigation results, the quality engineer could not determine the exact cause of the incident, however stress was a contributing factor. PICC catheters are 100 percent pressure tested for leakage and pull tested per specification to ensure catheter strength and integrity prior to acceptance. Forceps, clamps and sharp instruments can damage the catheter so the user is cautioned to use care when using these instruments.

Event description:
The catheter broke while in use. No patient complications due to event.